Manufacturer narrative:
The customer reported that a patient collapsed on the CT table. Resuscitation was not successful and the patient died. A philips field service engineer (fse) confirmed that the philips mx 16 CT system did not malfunction and/or contribute to the physiological collapse and death of the patient in any way. However, as a result of this reported event, liquid entered the CT system table and a service call was placed to evaluate and clean the table base. The patient collapsed and became deceased on the CT table; however, this was not a result of a CT system malfunction, nor did the philips CT system cause or contribute to the patient death in any way. The fse inspected the CT system after this incident at the request of the customer and discovered that there were multiple CT table communication failures due to the liquid ingress. These communication failures were the result of several CT system part failures caused by the liquid ingress. The fse reported that he replaced the motion control board and the ucom board to resolve the issue. The fse ran complete CT system diagnostic testing including the constancy test and CT system test scans prior to handing the CT system back to the customer. The fse reported that after the part replacements and CT system tests, the CT system is working as specified. The CT system is in clinical use.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided. The customer reported that a patient collapsed on the table. Resuscitation was not successful and the patient died. The customer confirmed that the philips mx 16 CT scan did not malfunction and/or contribute to the physiological collapse of the patient. However, as a result of this reported event, liquid entered the system table and a service call was placed to evaluate and clean the table base.